Manufacturer narrative:
The device was evaluated by a field service representative. It was found that the a/c plug was partially melted inside. The a/c plug was replaced and returned to service after passing all tests.

Event description:
It was reported that the power plug was partially melted. Additional information is being requested from the account.